Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew0674 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2021). It was stated, the nature of the device deficiency was malfunction. The catheter was blocked, no fluid then-through was possible. The device was removed. The catheter was thrown away.